Event description:
Quad lumen central line kit had a faulty guidewire introducer. Caused an inability to introduce guidewire after access to the patient's ij [internal jugular] was obtained. Another kit had to be opened to retrieve a working guidewire to complete the procedure. Guidewire was not properly aligned with the introducer mechanism causing an inability to insert the wire during the procedure.